Event description:
It was reported, the camera head had a weak spot in the cord that shuts off camera. The issue occurred during preparation for use on a nasal endoscopy diagnostic procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare. The device was returned to olympus for evaluation and the customer's allegation was confirmed. No new failure events were identified during the inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: device has intermittent image loss due to several kinks on the cable. A probable root cause was traced to component failure. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.